Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. Reportedly, the customer noticed moisture on the cartridge. Customer's blood glucose level was not impacted. The customer indicated that the cartridge would be changed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.